Event description:
It was reported by service report that the fowler frame will not lower all the way down. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Results - clevis pin, fowler finger.